Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and immune system disorder ("immune issues") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (serious criteria medically significant and clinically significant/intervention required), immune system disorder (serious criterion medically significant), pain ("pain"), migraine ("migraines") and selective iga immunodeficiency ("iga deficiency"). The patient was treated with surgery (surgery to remove essure). Essure was withdrawn. At the time of the report, the genital haemorrhage, immune system disorder, pain, migraine and selective iga immunodeficiency outcome was unknown. The reporter considered genital haemorrhage, immune system disorder, pain, migraine and selective iga immunodeficiency to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding and immune issues (seen as immune system disorder). A surgery was performed to remove micro-inserts around 6 years after insertion. Both events are serious due to medical importance. Immune system disorder is unanticipated while other event is anticipated in essure's reference safety information. Abnormal genital bleeding and menses pattern changes may occur after essure insertion, due to the nature of this serious event, heavy bleeding was considered related to essure. Regarding immune issues, this event is considered as unrelated to essure use since essure acts locally in fallopian tubes. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), genital haemorrhage ("heavy bleeding") and immune system disorder ("immune issues") in an adult female patient who had essure (batch no. 676716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Concurrent conditions included lymphopenia, nausea, vomiting, flank pain, asthma, urinary tract infection and sulfonamide allergy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), immune system disorder (seriousness criterion medically significant), pain ("pain"), migraine ("migraines") and selective iga immunodeficiency ("iga deficiency"). The patient was treated with surgery (bilateral salpingectomy/diagnostic hysteroscopy, diagnostic laparoscopy with fulguration) and surgery (surgery to remove essure/endometrial ablation in 2011). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, immune system disorder, pain, migraine and selective iga immunodeficiency outcome was unknown. The reporter considered genital haemorrhage, immune system disorder, migraine, pain, selective iga immunodeficiency and uterine perforation to be related to essure. The reporter commented: the device was in good position with 6 trailing coils on the left side. A similar fashion was used on the opposite side with 4 trailing coi1s on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successful bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following one was reported via medical records:uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), genital haemorrhage ("heavy bleeding") and immune system disorder ("immune issues") in an adult female patient who had essure (batch no. 676716) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Concurrent conditions included lymphopenia, nausea, vomiting, flank pain, asthma, urinary tract infection and sulfonamide allergy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), immune system disorder (seriousness criterion medically significant), pain ("pain"), migraine ("migraines") and selective iga immunodeficiency ("iga deficiency"). The patient was treated with surgery (bilateral salpingectomy/diagnostic hysteroscopy, diagnostic laparoscopy with fulguration) and surgery (surgery to remove essure/endometrial ablation in 2011). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, immune system disorder, pain, migraine and selective iga immunodeficiency outcome was unknown. The reporter considered genital haemorrhage, immune system disorder, migraine, pain and selective iga immunodeficiency to be related to essure. No further causality assessment were provided for the product. The reporter commented: the device was in good position with 6 trailing coils on the left side. A similar fashion was used on the opposite side with 4 trailing coi1s on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successful bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following one was reported via medical records:uterine perforation. Most recent follow-up information incorporated above includes: on 12-jun-2018: mr received: reporter, produt lot number, other relevant history added.event uterine perforation added and bilateral salpingectomy/diagnostic hysteroscopy, diagnostic laparoscopy with fulguration maked for it.endometrial ablation marked for previous event genital bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-dec-2016: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding and immune issues (seen as immune system disorder). A surgery was performed to remove micro-inserts around 6 years after insertion. Both events are serious due to medical importance. Immune system disorder is unanticipated while other event is anticipated in essure's reference safety information. Abnormal genital bleeding and menses pattern changes may occur after essure insertion, due to the nature of this serious event, heavy bleeding was considered related to essure. Regarding immune issues, this event is considered as unrelated to essure use since essure acts locally in fallopian tubes. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.